Manufacturer narrative:
E1: (B)(6) name: medtronic minimedcountry: u.nited states of americaaddress ¿ line 1: 18000 devonshire streetcity: northridgestate: californiazip code: 91325.request was performed for additional information including lot number; however, lot number was not provided.a complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site: 8021545.

Event description:
It was reported that patient experienced an infusion set adhesive failure on (B)(6) 2026, where the infusion set is lasting one day then it is peeling off from her skin.